Event description:
It was reported that guide wire coating issue occurred. The target lesion was located in the right coronary artery. A 185cm moderate support straight pt guide wire was advanced to cross the lesion. However, it was observed that the outer coating got separated from the wire and formed a clump. The device was removed and no device fragment remained in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.